Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer&#38112;blood glucose (bg) level was impacted 320 mg/dl. The customer indicated that a bolus would be taken via the pump to stabilize bg level. In addition, the customer reported that an occlusion alarm occurred. The customer was in the cartridge change process and stated "had to go and could not talk longer" with tandem technical support, a system check was not able to be performed.